Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site scar tissue and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 4-24 hours of pod wear on the abdomen, the patient¿s blood glucose levels increased above 400 mg/dl, with glucose readings displayed as ¿high¿ on both the omnipod and dexcom continuous blood glucose monitoring system. Blood glucose was later measured at 443 mg/dl via manual fingerstick testing. The patient replaced the pod and applied a new one on the leg and administered correction bolus doses. There was no medical intervention reported in relation to this event. The patient further noted that she primarily places pods on the abdomen and has experienced scar tissue in areas of the abdomen that were used as infusion sites. No further information was provided regarding the skin condition.